Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A visual inspection was also performed. Upon conclusion of the investigation, the cause was determined to be the digital board. To correct the condition the digital board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an unknown error of a homechoice device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.